Manufacturer narrative:
Ventec provided the facility's biomedical engineer with technical assistance. The biomed advised that he tested the device and confirmed that it delivered oxygen within the expected parameters. The biomed advised that he would speak to the facility's respiratory manager for additional information. The device was not returned to ventec for evaluation. The facility's biomed and respiratory manager later advised ventec that they had completed an internal investigation for the event. Through the course of their investigation, the facility had determined that the cause of the reported issue was user error. The device's logs had shown that the device's oxygen therapy had not been activated during the event, resulting in the reported patient desaturation.

Event description:
It was reported to ventec that a patient desaturated while on the vocsn. The patient was then placed on a different ventilator for care and survived the reported event. There were no reports of patient harm as a result of the reported issue. The facility respiratory manager advised ventec that no further details about the patient or the event were available.